Event description:
A pt was taken to the or in 2007 for revision surgery due to adjacent disc disease, however, the surgeon did not have the appropriate instrumentation to proceed with the surgery and had to abort. Two days later, the pt returned to the or for the planned procedure and the surgeon implanted a speedlink. Prior to closure, the surgeon tested the construct by pulling upon the speedlink to assure that it was locked. The following morning he obtained a CT scan and found that the crosslink had disassociated from the construct. He then took the pt back to the or the following day, to revise the construct to replace the speedlink. During that time, he reported that there was no problem with the implant and he thought that he had not locked it properly. He reimplanted the device and there have been no further reported issues.

Manufacturer narrative:
Product explanted and reimplanted by surgeon. Investigation of the issue is pending. Will provide info upon completion.